Event description:
Consumer claims she was using a heating pad for her lower back by laying it on the couch. She fell asleep and awoke to find a burn to her arm.

Manufacturer narrative:
Consumer admits to laying on the heating pad and falling asleep while using the heating pad both of which are violations of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.